Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched and confirmed the failure. Fse replaced the broken reagent cover door and aligned the cover for smooth operation. No further actions were required by field service. No patient samples or quality controls were involved. The instrument was operating as intended. The probable cause of this event was that the reagent door fell apart. A 13-month complaint history review and service history review from the aware date of the event for similar complaints was performed for aia-2000 immunoassay analyzer serial number (B)(4) and there were no other similar complaints identified. The aia-2000 operator's manual under safety precautions at the page iii states the following: keep covers and doors closed during operation. Keep all covers and doors firmly closed during operation. The interior of the analyzer contains various moving parts, high-temperature components and high-voltage circuitry. Fingers and hands can easily get snared or tangled in the mechanisms, resulting in lacerations, burns and electrical shock. Special precautions must be taken when opening doors to replenish reagent and sample tip supplies during system operation.

Event description:
The customer reported that reagent carousel door cover was completely broken off on the aia-2000 analyzer. No analyzer error codes were displayed on the system. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.